Event description:
It was reported that the device was not implanted due to the wrench not engaging into the setscrew.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of the wrench not engaging into the setscrew was confirmed in the laboratory. The cause was found to be due to silicone, septum material found inside of the setscrew hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity.